Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer received an occlusion alarm. The customer's blood glucose level was not impacted. The customer changed the cartridge, infusion tubing and site resolving the occlusion. As the alarm had occurred in the past and the supplies to the pump had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.